Manufacturer narrative:
The hospital refused service of the unit. The resolution is unknown.

Event description:
The hospital reported the unit had an unexpected shutdown. There was no report of patient involvement.